Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increased impedance and thresholds to high values. Reprogramming was performed. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.